Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that a revision case was created, but the reason for the revision is unknown.

Manufacturer narrative:
Additional information: d4, d6a, h4, h6, the reported malposition was confirmed based on the imaging provided. The patient, who previously received bilateral tmj devices in 2022 after extensive facial reconstruction, is now being considered for revision surgery due to a planned lefort osteotomy that would alter jaw alignment and require new tmj implants. Although a left fossa component appeared malpositioned, its cause cannot be confirmed, and the potential revision is primarily driven by the planned lefort advancement rather than device malfunction. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.